Event description:
It is reported that during the intramedullary nailing of a femur, as the surgeon was trying to do the recon option, the screw kept missing the nail. It was stated that the nail would not go through but they are not sure if the issue was the recon locking arm or the lateral entry femoral nail. It was reported that surgery was completed but it could not be determined if it was successfully completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history records was performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.